Event description:
A surgeon reported suction continued even though foot was released from the pedal and a system message was displayed during the surgery. The system was rebooted and the procedure was completed with no impact to the pt.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).